Event description:
We received a report from a surgery center that a female patient had an intraocular lens (iol) explanted after it was noted that the lens was not the proper power for the patient (unexpected post-operative refraction). No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation. The lens was received and belonged to the manufacturing production order of an 18.0 diopter of a model za9003. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of the optic body compatible with a lens that has been handled during the explant process. One (1) loop (haptic) was distorted which may have been as a consequence of the explant process. The manufacturing certified operator cleaned the lens to remove contamination and then the lens was visually inspected. No other cosmetic defects were found. The manufacturing certified operator inspected the lens for optical properties and the results showed that the lens diopter corresponded to a size 18.0 diopter lens. An improper iol lens power was not verified in the returned (explanted) lens sample. All pertinent information available to abbott medical optics has been submitted.